Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the large hem-o-lok clip applier instrument would not clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use. They used a backup instrument to resolve the issue. There was no delay in the procedure and there are no photos or video for isi to review. The customer was not able to answer the rest of the questions.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument successfully passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The clip applier loaded the clip successfully, and the clip test was passed. The instrument was fully functional, and no product issue was identified. The probable root cause could not be determined based on the available information and failure analysis results. The reported event was not confirmed, as the failure analysis identified no functional issues. The instrument underwent visual inspection and was evaluated for its mechanical and/or electrical characteristics. The failure analysis and in-house testing of the returned product revealed no issues related to the reported event. Reported issues involving instrument errors or complications, in the absence of any underlying product defect, may be attributed to customer-induced factors, including improper use of the product or recognition-related issues.

Event description:
Refer to h11 for follow-up information.